Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 15 with ios version 17.6.1. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. The customer experienced dizziness, weakness, and was provided orange juice for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication that the sensor terminated without any error. No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a new unused reader, and signal and sound icons were activated and there was no disruption in the ble connection between the devices. Accuracy test was conducted; all results within specification range. Upon connecting the reader to the pc, all ble packets were received and bluetooth count and rssi (received signal strength indicator) were present. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The customer experienced signal loss with freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue. Per the abbott diabetes care compatibility guide, the reported configuration of ios 17.6.1 is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.